Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose over 400 mg/dl. It was stated that the customer had issues with the infusion sets disconnecting at the quick release and also had some that leaked. They changed the infusion set and treated with a bolus. They declined troubleshooting for high blood glucose. The infusion sets were replaced. The insulin pump will not be returned for analysis.